Event description:
After dental surgery for complete set of dentures, I began using fixodent original for 10 years and stopped after first symptoms of neuropathy appeared and, began personal research for cause.